Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2014. The fse found the hemoglobin (hgb) blank voltage trending down from approximately .6 vdc to .53 vdc during a 45 day period, which contributed to the xb issues reported. The fse manually cleaned the hgb chamber to remove build up within the chamber optical window. Additionally, the fse found that the wash collar was clogged. He re-routed crossed tubing connections and replaced wash collar assembly. Per the additional information provided, the crossed tubing may have contributed to the clog. However, the cause for the crossed tubing is not known. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported experiencing xb (x bar b) issues with mean corpuscular hemoglobin (mch) and mean corpuscular hemoglobin concentration (mchc) while running patient samples on a unicel dxh 800 coulter cellular analysis system. Xb analysis uses a "weighted moving average" of patient sample results. "The analyzer is considered to be 'in control' when mean mcv (mean corpuscular volume), mch, and mchc determined on a batch of 20 patients by use of the algorithm xb are within 3% of the expected mean indices of the population." Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.